Event description:
Boston scientific received information that the atrial output on this device has been reprogrammed to unipolar configuration due to elevated atrial thresholds. At that time, the magnet rate was 90ppm and the remaining longevity was 1.5 years. The caller was inquiring about the trusting the longevity prediction as she had this occur before, where longevity remaining was 1.5 years and six months later the device was at e end of life (eol). A boston scientific technical services consultant discussed device longevity estimates and indicators. The device was subsequently explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.